Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
A customer reported during an arthroscopic ankle procedure, the tip of this 8204 microfracture awl device broke off when it was being tapped using a mallet. The tip was retrieved from the surgical site, causing a three-minute delay, and the procedure was completed as intended with the use of an alternative device. As reported, the patient was not injured and is recovering well. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Manufacturer narrative:
Visual examination of the returned, used device found that the tip of the device was broken off. The damaged condition of the returned used device is indicative of heavy use and/or the application of excessive force during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode also within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family. (B)(4). Per the instructions for use, the user is advised the following: inspect the instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Instrument is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. This issue will continue to be monitored through the complaint system to assure patient safety.